Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion. Guide catheter: axess. Stent: synergy 3.5x16. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the proximal right coronary artery (rca) with heavy tortuosity and moderate calcification that was 90% stenosed. Pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc) and a non-abbott stent was implanted. The intravascular ultrasound (ivus) indicated that the non-abbott stent was not well apposed to the vessel wall. Post-dilatation was performed with a 4.0 x 12 mm nc trek rx bdc. Resistance was felt during advancement of the nc trek with the anatomy and the previously implanted non-abbott stent; however, it crossed the lesion. The balloon ruptured during the first inflation at 8 atmospheres. A non-abbott bdc was used complete the post-dilatation. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.